Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to suspected microdislodgment. Lead was difficult to position during implant and was repositioned several times in order to attain acceptable measurements and capture threshold. At pre-discharge evaluation, intermittent loss of capture was observed as well as high threshold values. Post-implant chest xray did not indicate dislodgment, so microdislodgment was suspected. Lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and there were no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554 implantable pacing lead (B)(6) 2014. (B)(4).